Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed the power switch failure occurred due to long-term use, the device was delivered to the user on may 2013. It was presumed that failure occurred due to the user applied forceful forces or squeezed hard. Abnormal image occurred due to abrasion on the endoscope connector lock, it is less likely to be damaged under normal use. It is highly probable that a large load that deviated from the recommended usage conditions was momentarily applied from the outside and the contacts were damaged, causing the abnormal image. Damage to the endoscope socket. Lamp light intensity not within specifications (400h use) due to the cumulative usage time is 300h (an estimated replacement period: 500h) and the light intensity is not within the specifications, it is presumed that there is a high possibility of single lamp failure. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source .if the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock and/or burns can result. Never apply excessive force to connectors. This could damage the connectors olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received for evaluation. Evaluation determined that the device was found to have a broken power switch linkage. In addition, the scope socket was found damaged and the front panel was cracked. The light output was tested and was out of specifications. The identified parts were replaced and the device soft ware version was upgraded. Device was repaired. Once completed, functional and electrical safety testing were performed. The device passed all the test and specifications.as stated on the IFU and as a preventive measure, the user manual states :in case of light source failure or malfunction, always keep another light source in the room ready for use.

Event description:
It was reported that the clv-190 device was found to have a broken power switch linkage. There was no patient involvement on this report. No user harm or injury was reported due to the event.